Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jun-2018 with the following findings: during the investigation, a review of the black box showed no evidence of a short battery life. Multiple ¿cs128-fb80¿ alarms were observed in the alarm history on (B)(6) 2015. The secondary error code fb80 was defined as a post-delivery motor power supply fault. The battery compartment was also found to be cracked. The returned battery cap was able to secure to the battery compartment. The pump¿s ¿ez-prime¿ steps were performed correctly, and all current readings were within specification. Investigators were unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed, and moisture corrosion was found to the power printed circuit board. Unrelated to the original complaint, the audio bolus button cover and slug were detached and missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.